Event description:
Discrepant advia centaur xp results were obtained for multiple assays. The instrument displayed dilutor errors and acid bottle not present errors. The customer primed the acid bottle several times. The operator continued running samples and reporting results. Qc was run and was out. There was no report of pt intervention or adverse health consequences due to the discrepant results.

Manufacturer narrative:
The cause for the discrepant results was operator error. Results should not have been reported until verified when the system indicated a dilutor error, acid bottle error and qc being out. A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the instrument errors was due to a stuck water valve, which caused a tube to pop off, resulting in a water leak, and thus a diluter error. The operator misinterpreted the diluter error as being an acid/base problem, and changed the acid and base bottles. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.